Event description:
It was reported the right ventricular (rv) lead demonstrated low impedance measurements and there was insulation damage. The physician indicated the lead was fractured. The rv lead was removed and a new lead was implanted. It was also reported the atrial lead demonstrated low impedance and oversensing. Upon x-ray, the lead had separated around the left clavicle area. The atrial lead was partially removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and returned product testing found the device did perform as described in the field action. Product event summary: the lead was returned in segments and analyzed. A proximal portion was received measuring 40.5 cm. A distal portion was received measuring 40.5 cm. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Concomitant product: 4076, implantable pacing lead, (B)(6) 2011. (B)(4).